Event description:
It was reported that the customer received multiple occlusion alarms in the past. Customer had experienced elevated blood glucose levels with diabetic ketoacidosis. Customer changed out insulin, cartridge and infusion sets when alarms occurred.

Manufacturer narrative:
Followup on (B)(6) 2014: customer reports that the pump is functioning well and no further occlusion alarms have occurred. The product has not been received for eval. Should additional info be received a supplemental form will be completed.